Event description:
It was reported that, before surgery, the camera was not connecting. No patient involved.

Manufacturer narrative:
The device, intended to use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar reports, this issue will continue to be monitored. There was no lot number noted in the initial investigation documents so we are unable to conduct a DHR review as a part of the investigation. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Visual inspection found the exterior condition shows minor wear (smudges). Nothing was identified visually that contributed to the reported complaint. A functional evaluation was performed on the camera while connected to the bluefield system sn002357 and the reported problem was confirmed. The power cord from the camera power brick was not fully inserted into power strip second position resulting in no power to the camera controller/camera. The root cause was established to be supplier / raw material fault. No containment or corrective actions are recommended at this time.